Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The hospitalization information has been updated and provided in b5 section of this report.

Event description:
It was reported that the customer was in intensive care unit hospitalized on (B)(6) 2021 due to high blood glucose level with blood glucose of 1200 mg/dl. The customer was passed out due to hyperglycemia.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The reported loss of consciousness information has been added in section b5 of this report.

Event description:
Information received by medtronic indicated that customer was admitted in hospitalized on (B)(6), 2021 in the intensive care unit due to high blood glucose levels. The customer¿s blood glucose level was at 1200 mg/dl at the time of the incident and reported loss of consciousness. The customer¿s current blood glucose level at the time of the call was 340 mg/dl. Customer alleged insulin pump was under delivering. Customer reported leaks. Customer stated that keypad was hard to press and retainer ring was cracked. The reservoir was not able to lock into place. Customer had been using the insulin pump within 48 hours of the reported high blood glucose event. Troubleshooting was performed and customer will discontinue the use of the device. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = missing device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. The test p-cap does not lock in place properly and unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer and missing reservoir tube o-ring. Thus and care link software was utilized and downloaded trace/history files properly. All buttons functioning properly. The keypad overlay was peeled off, remove the keypad dome switches to perform the keypad test and passed. No moisture or component damage on the keypad traces or keypad domes during the visual inspection. Device was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing. The motor was tested outside of the device on the ngp stb3 and passed. Thus and care link software was utilized and downloaded trace/history files properly. Device received with peeling keypad overlay, end cap address label missing, missing display window cover, cracked case behind the pump at the battery compartment and cracked battery tube threads during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = missing. On aug 30, 2021 the pump was returned due to customer allegation to pump under delivering, keypad unresponsive, and cosmetic damage at the retainer ring and front of the pump. In addition, customer was hospitalized for high bgs. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. The test p-cap does not lock in place properly and unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer and missing reservoir tube o-ring. Thus and carelink software was utilized and downloaded trace/history files properly. All buttons functioning properly. The keypad overlay was peeled off, remove the keypad dome switches to perform the keypad test and passed. No moisture or component damage on the keypad traces or keypad domes during the visual inspection. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured within spec range during testing (22.1 mv). The motor was tested outside of the device on the ngp stb3 and passed. Pump received with detached retainer, missing o-ring(reservoir tube), peeling keypad overlay, end cap address label missing, missing display window cover, cracked case behind the pump at the battery compartment and cracked battery tube threads during visual inspection. Cosmetic damage was confirmed where peeling keypad overlay, missing retainer, and missing reservoir tube o-ring was noted. In summary, customer allegation for pump under or over delivering and keypad unresponsive not confirmed during full functional testing. Unable to verify customer alleged for high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 1200 mg/dl at the time of the incident. The customer¿s current blood glucose level was 340 mg/dl. Customer was in intensive care unit. Customer alleged insulin pump was under delivering. Customer reported leaks. Customer stated that keypad was hard to press and retainer ring was cracked. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will be returned for analysis.